Manufacturer narrative:
(B)(4). The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away almost six weeks after a routine device replacement procedure. There were no reported complications during the procedure. However, a family member reported that the patient died from bleeding internally at the device pocket incision site and after having suffered several strokes while recovering from a second operation to drain blood, when her blood thinner medication was stopped to prevent bleeding. It was suspected these complications were a result of medication changes needed for the patient to undergo the device replacement procedure.